Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as hissing was present . If so, did the noise prevent insufflation? No insufflations issues were reported. Please describe the noise. Hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes drop in pressure, no visibility issues reported. What was the gas consumption rate or volume (liter/minute)? Unknown. Was any torque being applied to the trocar or device? Yes, the analysis results found that the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, that upon the removal of the 5mm instrument, the gas escaped through the trocar seals. There were no patient consequences. The case was managed with trocar leaking pneumo.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.